Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting treatment procedure, a malfunction occurred. The physician stated that the "wrapping" of the stent during withdrawal inside the guide catheter occurred. Attempts were made to get additional info including pt condition and resolution of the issue, but were unable to get the info requested at this time. The physician stated there were no pt complications.